Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was printing error in the jelly pouch.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The evaluation found that the returned jelly packet had a tear on it which could have caused the jelly to be empty. However the traces of jelly liquid could be seen inside the jelly packet and the information marking of the jelly packet was smear. Therefore the exact cause of how and when the problem was occurred could not be determined. The product had caused the reported failure. A potential root cause for this failure mode could be due to a defect components from the supplier or use related due to mishandling product. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:¿[warnings]1. Method for use(1) do not inflate the balloon in the urethra. [The urethra may be injured.](2) do not pull the catheter hard. [The bladder or urethra may be injured.]2. Applicable patients(1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.][contraindications]1. Method for use:(1) do not reuse.(2) do not resterilize.(3) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.](4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]2. Applicable patients(1) patients who are or have been allergic to natural rubber latex.(2) patients with known allergy to silver-containing catheter."correction: dh11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that there was a printing error in the jelly pouch.